Manufacturer narrative:
D10 concomitant products: egiaustnd - egiaustnd endogia ultra univ std stap, lot# p1m0706s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during thoracoscopic upper lobe resection of the left lung, when closing and detaching the bronchus, the staple cartridge was loaded normally, and the bronchus was clamped to the appropriate position and could not fire normally. The staple cartridge and stapler could not be unloaded and separated normally. It was noted that the jaws of the device did not lock on the tissue. The device was replaced to resolve the issue, and continued closing and detaching the tissue. There was no patient injury.